Manufacturer narrative:
H3: one device was received for evaluation. The device had not been repaired before. Visual and functional tests were performed, and the customer's reported problem was confirmed. The device displays last error code (lec)46446 in the device information. To solve the problem, the error code will be cleared, update software and a long-term test will be performed.

Event description:
It was reported that the device started to alarm error code 46446 when switched on for the first time. Per reporter, both customers had two brand new pumps. At the steripolar warehouse eight brand new, never switched on pumps gave the same alarm, when switched on for the very first time. There was no patient involvement.